Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced due to severe stenosis. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 13 years post implant of this bioprosthetic aortic valve, it was replaced valve-in-valve with a transcatheter valve. The reason for replacement was not reported. No additional adverse patient effects were reported.